Event description:
The customer reported there was no mains indication (ac power indicator light not lit). There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there was no mains indication (ac power indicator light not lit). There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.